Event description:
It was reported that the foley catheter could not be removed without assistance from a consultant. The patient had attended the clinic for a trial without a catheter procedure, but they were unable to remove despite it the balloon being fully deflated. The bladder scanner confirmed that the balloon was still not inflated. Finally, the catheter was removed by the second consultant. After the catheter was removed, severe encrustation was noted all around the end of the catheter tip. It was also reported that there was a similar incident on the same day.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter could not be removed without assistance from a consultant. The patient had attended the clinic for a trial without a catheter procedure, but they were unable to remove despite it the balloon being fully deflated. The bladder scanner confirmed that the balloon was still not inflated. Finally, the catheter was removed by the second consultant. After the catheter was removed, severe encrustation was noted all around the end of the catheter tip. It was also reported that there was a similar incident on the same day.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter could not be removed without assistance from a consultant. The patient had attended the clinic for a trial without a catheter procedure, but they were unable to remove despite it the balloon being fully deflated. The bladder scanner confirmed that the balloon was still not inflated. Finally, the catheter was removed by the second consultant. After the catheter was removed, severe encrustation was noted all around the end of the catheter tip. It was also reported that there was a similar incident on the same day.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter could not be removed without assistance from a consultant. The patient had attended the clinic for a trial without a catheter procedure, but they were unable to remove despite it the balloon being fully deflated. The bladder scanner confirmed that the balloon was still not inflated. Finally, the catheter was removed by the second consultant. After the catheter was removed, severe encrustation was noted all around the end of the catheter tip. It was also reported that there was a similar incident on the same day.